Event description:
Artificial sphincter was placed about 4-5 years ago with satisfactory results. Pt with recurrent bladder carcinoma which was treated by resection and subsequently by bcg therapy and probably related to passage of multiple instruments, pt developed an erosion of the artifical sphincter into the urethra and it was removed. Pt was admitted for reinsertion of an artificial sphincter.